Event description:
Consumer called to complain about meter accuracy. Has been receiving erratic readings. Stated she passed out and had to call 911 for assistance. Emt meter tested her lower than the bd meter.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.